Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Reportedly, an incomplete bolus alert occurred. Tandem technical support educated the customer on incomplete bolus alerts. The customer administered manual insulin injections to address bg level.